Event description:
Boston scientific crm received information that this patient experienced a syncopal event as a result of pacing inhibition. A device interrogation was performed and no pacing spikes were observed, no daily measurements could be found and the battery gauge stated beginning of life (bol). A magnet was applied showing a rate of 104 bpm and did not stay consistent at that rate. Some programming changes were made which would indicate that the device could not have been at end of life (eol). This patient had been seen the week prior to this visit and his battery status at that time stated 1 year remaining. A device reset is believed to be the cause of the battery inconsistency readings. The patient is scheduled to undergo a device replacement procedure in the next few days. To date, there have been no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory analysis of the device memory revealed that the device had seven resets which all occurred post-explant, the last reset reason was system reset. Normal pacing and sensing was noted. No high current conditions were noted during analysis. Device meets specifications for functionality and exceeds longevity based on available data. The resets and the cause of the resets seen in the field could not be ascertained. Additional testing was done and analysis found the digic pin 63 (rdsw) reed switch had a poorly formed lead that was intermittently shorting to the side of the digic. This short would only be active when the magnet was applied to the pacemaker and could cause a failure to deliver pacing and system reset(s) due to high current draw.